Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 381434 batch no. 9071613. It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was foreign matter on the IV needle bevel. Sampling of additional IV catheters from the same lot # revealed two of eight with similar defect present for a total of three with this issue. The following information was provided by the initial reporter: prior to IV insertion, a nurse noticed a peripheral IV 9piv) had a foreign object attached to the IV needle bevel. Sampling of additional IV catheters from the same lot # revealed two of eight with similar defect present.

Event description:
Material no. 381434 batch no. 9071613. It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was foreign matter on the IV needle bevel. Sampling of additional IV catheters from the same lot # revealed two of eight with similar defect present for a total of three with this issue. The following information was provided by the initial reporter: prior to IV insertion, a nurse noticed a peripheral IV 9piv) had a foreign object attached to the IV needle bevel. Sampling of additional IV catheters from the same lot # revealed two of eight with similar defect present.

Manufacturer narrative:
Investigation: bd received 3 insyte autoguard 20 gauge units from lot 9071613 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed silicone lubricant visible on the bevel of the needles. Silicone lubricant was used during the manufacturing process to minimize the insertion and threading forces required during use. Based off the visual inspection the engineer was able to verify the reported issue. However, the silicone lubricant would not affect the fit or form of the unit and would help with the insertion process.